Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Received information regarding multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer reported a blood glucose level of 276 mg/dl. Customer indicated manual injections were being used for diabetes management, and during the time of the call, blood glucose level was "good."

Manufacturer narrative:
The failure investigation has been completed and the reported issue was confirmed. In addition, a different issue was found.